Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with pump. The customer was explained the 2 high blood glucose rule. The customer stated that her blood glucose has been for 3 days. The customer was advised to remove the infusion sets from the body and check bent/crimped cannula. Customer found that there was bent cannula. Customer was advised that this may have been contributed to high blood glucose. Customer declined to continue pump troubleshooting. Customer was advised that we will replace the infusion sets and reservoirs.